Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the locking clip of the device's battery was faulty. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician removed the battery and advised the customer to order a new one. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.